Manufacturer narrative:
Complaint conclusion: a patient called for medical information and additionally reported adverse events. On (B)(6) 2004, the patient had a cypher stent placed in an unknown "circ" "main artery", following the patient presenting with back pain between the shoulder blades, "for 90 something percent" blockage of an unknown vessel. On (B)(6) 2007, the consumer experienced "88% and 90 something percent blockage " in the circ, , after presenting with back pain between the shoulder blades, and as treatment the patient had 2 "liberte stents" placed the circ . Patient was "in the hospital less than 24 hours stayed overnight". Physician is aware and event resolved. He stated that the liberte stents were implanted in the ¿circ¿, as well as the cypher stent. He stated that he is unsure if more than one cypher stent was placed back in 2004. He also was unsure if there was restenosis of the cypher stent in 2007, or if there was an entirely new lesion. The (B)(6) male patient has a medical history of heart attack 1994 showed on ekgin emergency room (treatment balloon placed in unknown vessel) following pain in chest up into the jaw and left arm, hypertension, high cholesterol, sleep apnea (since 80's), smoking, gerd, peptic ulcer disease, and various allergies. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Restenosis is a potential adverse event associated with coronary artery stenting patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Possible disposing factors of stent fracture are long lesions with overlapping stents and coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. Based on the information provided by the patient, it is not possible to draw a conclusion about a clinical relationship between the device and the event. There is no evidence to suggest that the event was design or manufacturing related;therefore, no corrective action will be taken.

Event description:
A patient called for medical information and additionally reported adverse events. On 2004-feb-02, the patient had a cypher stent placed in an unknown "circ" "main artery", following the patient presenting with back pain between the shoulder blades, "for 90 something percent" blockage of an unknown vessel. On (B)(6) 2007 , the consumer experienced "88% and 90 something percent blockage " in the circ, , after presenting with back pain between the shoulder blades, and as treatment the patient had 2 "liberte stents" placed the circ . Patient was "in the hospital less than 24 hours stayed overnight". Physician is aware and event resolved. He stated that the liberte stents were implanted in the ¿circ¿, as well as the cypher stent. He stated that he is unsure if more than one cypher stent was placed back in 2004. He also was unsure if there was restenosis of the cypher stent in 2007, or if there was an entirely new lesion. Medical records have been requested. Beginning 2004-u-u, "summer 2004", the patient experienced itching; described as the itch usually starts in the areas just below the shins, itching in the hands, feet, and groin area. He stated that he itches in ¿any place that gets warm and sweats, between the ankle, the upper part of the foot.¿ this was further described as, ¿it seems to have to do with the temperature and moisture, when I had 8 inch boots and warm socks and it was severe, I think the moisture has a lot to do with it, it would be so bad if you can't get it to stop you scratch the skin until its bleeding.¿ on 2005-u-u, as treatment the patient was prescribed hydroxyzine 25 mg twice a day. The event remained ongoing, and patient's physician is aware. Beginning 2005-u-u , "9 years" ago , the patient experienced depression described as "I was never a downbeat person and all of a sudden I went down." The patient related the depression to his "doctor giving me some wrong medication", which could not be further clarified and medication was unknown . On uuuu-u-u, as treatment the patient was prescribed paroxetine 30mg once a day and trazodone 50mg once a day , and the depression resolved. Beginning uuuu-u-u, "2005 or 2006", the consumer experienced a worsening of his pre-existing gerd, and as treatment was prescribed pantoprazole 40 mg once a day. Physician is aware and event resolved. On uuuu-u-u, 2005 or 2006, the patient was diagnosed with copd, and as treatment was prescribed zafirlukast 20mg twice a day. Physician is aware and event remained ongoing. On uuuu-u-u, about "2 years ago" the patient experienced problems with bladder control which began 10-12 years prior to starting medication, and as treatment was prescribed alfuzosin 10 mg and oxybutynin 10mg once a day. It could not be clarified if the "bladder control" worsened. Physician is aware of reported events and may be contacted. He has no known allergies to nickel, titanium, or any other metal allergy. No tests have been performed to detect this allergy to his knowledge. He has allergies to ragweed and other environmental allergies which are managed with medication. The itching is controlled with medication.

Manufacturer narrative:
The patient's medical records were provided and additional adverse events pf restenosis have been reported to have occurred with the patient and have been reported under manufacturing report numbers: 3003742446-2015-00010 & 3003742446-2015-00011. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant medications: aspirin325 mg/once a day (uu/uuu/1994 - ong); clonazepam (restless leg syndrome) 0.5 mg/once a day (uu/uuu/1994 - ong); clopidogrel 75mg/once a day- (uu/uuu/1994 - ong); furosemide- 20mg/once a day- (uu/uuu/1994 - ong); hydroxyzine-treatment for itching-25mg/twice a day- (uu/uuu/2005 - ong); lisinopril-10mg/once a day-(uu/uuu/1994 - ong). This device is not available for testing and evaluation as the device remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.